Manufacturer narrative:
No product was returned to the manufacturer. No radiographs were provided. The production records were reviewed for the product involved. No manufacturing deficiences were identified that could have contributed to this event. The exact cause of non-union could not be established.

Event description:
It was reported to 4web that a revision surgery was required due to non-union of two anterior spine truss system - stand alone cages. The report was submitted about nine months post initial sugery. The initial surgery was performed on (B)(6) 2023. The two screws used during surgery are being reported in this submission. Report three of three.